Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 5 mg/ ml at 0.658 mg/ day via an implantable pump. It was reported that patient had normal end of service (eos) pump replacement on (B)(6) 2025. During surgery, the hcp aspirated 1-2cc clearing catheter to ensure proper flow and did not see any reason to replace catheter. Patient claimed 24 hours after pump replacement, they started feeling withdrawal symptoms that continued for the next 6 days. Patient contacted the hcp and office ordered oral medication to help with side effects. Patient was admitted to hospital on (B)(6) 2025 and scheduled for a catheter revision on (B)(6) 2025. Unaware if any environmental/external/patient factors may have led or contributed to the issue. Upon catheter revision, doctor aspirated catheter and again found no issue in flow of drug. The doctor decided to replace pump segment anyway. Upon review of old pump segment, the doctor found a tiny hole in catheter and catheter kinked. The doctor replaced pump segment with new 8780 and the issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-aug-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.